Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having issues with their recharger. Patient could not get recharger to maintain connection to ins. Patient stated they were able to charge just fine last week. Agent had patient reposition recharger many times and try different positions like sitting and standing. Recharger would briefly connect and then disconnect. Patient had their boyfriend try holding recharger but same issue persisted. Patient tried laying down and was able to maintain connection for the longest time so far. Patient will continue charging ins for their MRI later tonight and will follow up with doctor regarding continued issues. Additional information was received from a manufacturer representative (rep) on 2026-apr-21. The rep reported that the patient had been having difficulty charging their implant since this year. The recharger went over the battery and it would not charge it. It came up to 10% and then it kicked the patient off and started looking for the battery again. The caller had tried a manual reset on the recharging device, a new handset, and different rechargers but that did not resolve the issue. Technical services wanted to know if it was possible that the implant was at an angle or deep. The agent reviewed that depth was a big factor if the implant was deep enough. The caller was not able to estimate the depth of the implant but said it was parallel to the skin. The issue was not resolved through troubleshooting. The rep was to work with the patient's managing hcp to assess the pocket further.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-29, additional information was received from the manufacturer representative. The rep reported that the healthcare provider found that the device was deeper than when it was implanted which is what was causing the issues. The patient reported multiple falls with the most recent one being especially bad which may have contributed to the ins being deeper. The patient will be undergoing a full device replacement on (B)(6) 2026. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.